Event description:
Pt attempted to deliver a bolus and realized the infusion device menu button was not functioning properly. Pt reported the down button had not functioned for almost a week, as well. Pt exchanged the battery, restarted the infusion device, and the issue persisted. Pt reported the initial display showed the bolus screen and then went back to normal display without pressing any buttons. Pt did not experience any physiological effects. Pt switched to alternative therapy and was given a temporary infusion device by endocrinologist. Infusion device was replaced and requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it wil be provided in the supplemental report.